Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a severely calcified lesion located in the proximal lad exhibiting a poor flow. The lesion was pre-dilated twice. The device was inspected prior to use. No difficulties were noted when removing the protective sheath of the onyx. Negative prep was performed. It was reported that the patient had 3 unknown brand stents previously implanted in the lad in the past 2 years. Due to the severe calcification, the physician unsuccessfully tried to open the vessel with three non-mdt balloons three times. It was stated that the balloons could not cross. The physician then attempted to deliver the resolute onyx drug eluting stent. The stent was advanced with slight force used. The inflation device remained on neutral pressure during delivery of the device. It was reported that the device may have lifted a strut from the previous deployed stent. Resistance was noted and it was decided to withdraw the device. The stent dislodged off the balloon, by hooking on the previous implanted stents. The stent was no longer visible. The resolute onyx stent stayed behind in patient without being deployed. Patient status p ost procedure is currently stable, but lad completely blocked off. Flow was not restored to the lad. It was reported that the blockage of the lad did not have a huge impact in the patient as there was a poor flow prior to this event. The patient was monitored and sent home the following day.

Manufacturer narrative:
Evaluation summary: the stent did not return for analysis as it remained in the patient. The stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded showing inflation occurred. The inner lumen patency was verified. The distal tip was deformed. Kinks were visible on the distal shaft at 16cm-17cm proximal to the distal tip. If information is provided in the future, a supplemental report will be issued.